Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, there was difficulty connecting the device to the equipment. The device was eventually connected and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.